Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead showed t wave oversensing. The pace/sense portion of the lead was capped, and the high voltage coil remains in use. A new pacing lead was implanted. There were no patient complications reported as a result of this event.